Event description:
It was reported that on (B)(6) 2023, a 31mm amplatzer amulet left atrial appendage occluder was implanted successfully utilizing a 14f amplatzer amulet delivery sheath. The landing zone was determined to be between 23 and 27 mm by 2-dimensional transesophageal echocardiogram (tee). Computerized tomography (CT) was not utilizing for sizing the defect. The patient remained hemodynamically stable throughout the procedure. Approximately seven hours post procedure, the occluder fully detached and embolized in the left ventricle causing a complete obstruction. The patient was not under observation and an issue was only noted once the patient deteriorated suddenly. Emergency resuscitative measures were performed, including medication. No intervention was possible to address the embolization. This resulted in patient death. The physician provided no explanation for the detachment, but thought the left ventricle outflow tract (lvot) might have been obstructed. Cause of death was due to the blood flow obstruction.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device embolised into left ventricle and patient death was reported. One image received appears to be in the rao cranial projection where other images are post implant appeared to show contact between the mitral side of the lobe and the disc with some protrusion of the barrel compression lobe into the la. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. However, it was reported that the cause of death was due to the blood flow obstruction.